Event description:
The ge oec 9600 fluoroscopy system would not fluoro.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a broken wire in the interconnect cable that was repaired to restore function. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.